Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Report source: study name - fors learn. The altatrack guidewire was discarded and not returned to the manufacturer for evaluation, thus no returned product investigation was performed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an altatrack guidewire was used in a peripheral evar procedure. During navigation, a dissection occurred and perforated the distal left renal artery. The dissection resolved itself; therefore, no stent placement was required. The patient was discharged as normal. This adverse event is being submitted because a dissection occurred. There was no alleged malfunction with the altatrack guidewire.

Manufacturer narrative:
Block b2: outcomes attributed to adverse event is updated from "other" to "required intervention". Block b5: updated based on additional information received that a stent was placed to cover the dissection. Block f10: health effect impact code is updated from 4613 (minor injury/ illness / impairment) to 4614 (serious injury/ illness/ impairment) and 4641 (unexpected medical intervention). Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an altatrack guidewire was used in a peripheral evar procedure. During navigation, a dissection occurred and perforated the distal left renal artery, requiring stent placement. The patient was discharged as normal. This adverse event is being submitted because a dissection occurred and required stent placement. There was no alleged malfunction with the altatrack guidewire.

Manufacturer narrative:
Block b5: added perforation to the event description. Block f10: hecc code FDA# 2135 (perforation of vessels) is included. In the initial MDR, hecc code FDA# 3160 (vascular dissection) was listed and remains appropriate. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
This adverse event is being submitted because a dissection and perforation occurred; requiring stent placement. There was no alleged malfunction with the altatrack guidewire.